Event description:
Ay 4/11/2016 updated info: per conversation with enduser and her brother, this is not an invacare unit (no invacare label). Unit did not work 1/2 the time and did not meet her needs and could not find anyone in her area to service the unit. Spoke w/ dealer (openair) who confirmed unit is respironics everflo. Md 10200 / sn (B)(6). He received work order that the enduser went off oxygen, will send box to pick up unit. 3/29/16 additional information: shirley stated she has a portable concentrator and one that sits on the floor. The one that sits on the floor has these numbers on it model 10200 serial (B)(6) which do not track in our system. She also stated she received these in the mail and they never did work. Consumer states that the her stationary concentrator that is no longer working, she states the unit is not alarming. Consumer states the unit is in a closet in her home not being used. Consumer was not at home to get the serial number. No additional information provided. Invacare prid# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).